Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# bs47n. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# b499r. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# h7l1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's left knee due to infection (clinically confirmed, type/ severity/ onset unknown). Procedure consisted of an irrigation & debridement with a poly exchange.